Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10i04035 with no issues noted during the manufacturing process. The root cause has been determined to be poor aseptic technique/use error. Current labeling provides ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem and will continue to monitor these reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10i04035 with no issues noted during the manufacturing process. The root cause has been determined to be poor aseptic technique/use error. Current labeling provides ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem and will continue to monitor these reports to determine if further actions are required.

Event description:
On (B)(6) 2010 during a follow up call regarding an unrelated alarm, the homepatient(hp) stated that she was in the hospital for ten days for peritonitis. On (B)(6) 2010, global product surveillance contacted the peritoneal dialysis nurse(pdrn) and received the following additional information. The hp was hospitalized the end of (B)(6) 2010 with peritonitis. The hp was performing continuous cycling peritoneal dialysis(ccpd). The hp admitted contaminating the patient line by forgetting to wear a mask, washing her hands and failing to wear gloves when connecting. The pdrn stated that effluent cultures were obtained before and after antibiotic treatment (dates and results unknown at this time) which included ip gentamycin and vancomycin (doses and duration unknown). The hp has since completely recovered.

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. If baxter receives further information, a follow up MDR will be submitted.